Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphoma-alcl-suspected.

Event description:
Healthcare professional reported unknown side "seroma late" and "no results for bia-alcl." Pathological markers confirming alcl have not been received. Device remains implanted. Healthcare professional reported treatment with "a fluid puncture."